Manufacturer narrative:
This is one of three complaints concerning the same patient with different reportable events. There is no documentation to show a causal relationship between the patient event of peritonitis and subsequent hospitalization and the liberty cycler or cycler set. Additionally, there is no allegation of a malfunction against any fresenius product. A temporal relationship exists between ccpd therapy and the peritonitis caused by a breach in aseptic technique as the pdrn stated that the patient refuses to don a mask when setting up for pd therapy as evidenced by the culture results of streptococcus anginosus, an oral flora. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported being treated for peritonitis. The follow up, received 2018-02-05, documented that the patient has had three peritonitis events (signs/symptoms unknown). Additional information was solicited and received. Per the hospital discharge summary, the patient presented to the hospital on (B)(6) 2017 with symptoms of acute onset of abdominal pain (7/10 pain scale) which was localized around the patient¿s pd catheter. The patient stated that he last completed ccpd therapy from 21:00 the previous night and finished at 07:00 this morning. He did not have any pain during treatment. The patient was diagnosed with acute spontaneous bacterial peritonitis (unknown date) and subsequently admitted to the hospital. The patient¿s culture (unknown source and draw date) was positive for streptococcus anginosus due to a breach in aseptic technique. Per the pdrn, the patient refuses to wear a mask while setting up for pd therapy. The patient has been advised about the consequences of not following aseptic technique. The patient continued pd therapy during the hospitalization (unknown if fresenius products used). During the hospitalization it was also noted that the patient had elevated troponin levels (unknown values) which was attributed to his cardiac history and end stage renal disease (esrd). No treatment was given for the elevated troponin and the patient continued his prescribed medication. The patient was prescribed/treated with intraperitoneal (ip) vancomycin 2 gm three times a week for two weeks for the peritonitis. The patient condition improved and he was discharged with home health care on (B)(6) 2017.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."